Event description:
A patient reported through social media communications that a replacement generator that was placed in "a new location on [her] chest", was "hurting so badly" that she had to have the device removed. She stated that she now has scar tissue radiating down her breast. No additional relevant information was received to date.